Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The events are not design related defects. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the no image failure is likely due to the video connector pin wearing out since it was manufactured more than 10 years ago; the probable cause of the lamp failures is likely to do exceeding life expectation.

Event description:
Additional information received from the customer. The device failed before the procedure during inspection for use and the screen was not working clearly. The same subject device was used to completed the intended procedure, cystoscopy, and the device also failed during the procedure. There was a delay in the procedure however the time was unknown. It is unknown if any other devices failed during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. The following sections have been updated: b5 e2 e3 g2 the investigation is in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, no good image due to worn out video connector pins. In addition, there was a worn out connector block causing poor connection to light guides and browning on both lamps a & b causing a lamp error message. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unknown procedure, the image goes white and there is not a good image. There was no patient harm or injury reported.